Manufacturer narrative:
Corrosion was discovered on the motor pins, the spindle housing, the drive shaft, the nose cone and the bearing stop; the rotor was worn. Corrosion and worn components are probable causes of overheating.

Event description:
It was reported that during a surgical procedure at the user facility, the drill was overheating. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.